Event description:
A retrospective review of file was performed on august 16, 2006. Initial assessment did not determine event details to be reportable as no impact to patient was reported. During review, determination was made that details provided meet reporting requirements of a device malfunction. It was reported that during total hip arthroplasty procedure in 2005, threaded tip section of acetabular inserter fractured inside of acetabular shell component. Alternate shell component was available and was used to complete the procedure. No sequela was reported as a result of instrument malfunction.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as the cause of the event. No further complications have been reported. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. A fax was sent to inform the user facility of the event. In the event that the user facility submits a medwatch report, biomet will forward a copy to FDA. Evaluation of fracture surface found evidence that instrument fractured due to torsional overload.